Event description:
On (B)(6) 2011, pt underwent gastric ph measuring bravo capsule placement. Capsule helps measure reflux in esophagus. When pt returned on (B)(6) 2011, no results were recorded and dr wanted pt brought back to endo to replace ph capsule. Egd done (B)(6)2011- capsule from (B)(6) 2011 was still there. Plan was to wait another 4 weeks and repeat egd- if capsule did not drop off, pt would need to have it removed. Pt returned on (B)(6) 2011 and underwent egd probe was gone, passed by pt. Pt underwent 2 extra egd procedures as device did not function as intended, did not release/fall off, did not record data. Medtronic (B)(4).